Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed due to infection. The patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted. All available information indicates that the patient's leads remain implanted. Efforts to obtain additional details were unsuccessful. No additional adverse patient effects were reported.